Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the device was not harvesting; the dermatome head was damaged and the control bar was out of position. The control bar, shaft, lever, reciprocating arm, screws, and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information regarding this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: canada.

Event description:
It was reported that during surgery, the unit was not able to harvest the skin. It was confirmed that dermatome was not gliding smoothly, they stopped. Skin was shredded. Dermatome was changed and additional unplanned graft was taken. There was a delay of 5-10 min. Due diligence is complete and no additional information is available.